Event description:
On an unknown date, a 16 mm amplatzer vascular plug ii (avpii) was implanted. On an unknown date, the avpii was explanted due to unknown reasons. Additional information is requested.

Manufacturer narrative:
An event of a 16 mm amplatzer vascular plug ii (avpii) explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.